Manufacturer narrative:
A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a 5f mynxgrip vascular closure device (vcd) sealant stuck out of the patient's skin; therefore, the physician removed the sealant.

Manufacturer narrative:
Complaint conclusion: it was reported that a 5f mynxgrip vascular closure device (vcd) sealant stuck out of the patient's skin; therefore, the physician removed the sealant. Multiple attempts to obtain additional information were unsuccessful. A non-sterile mynxgrip vascular closure device 5f, lot f1732501, involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was disengaged from the black handle. The sealant and advancer tube were found inside the shuttle cartridge. The syringe was connected to the device, vacuum locked with the stopcock open. The procedural sheath was not returned with the device. The sealant sleeve was observed in its manufactured position as received, which indicated that the shuttle might have not been inserted into the sheath introducer during the procedure. No visual damages or anomalies were observed. Shuttle down step was simulated by retracting the shuttle until the shuttle hub locked onto the black handle without any resistance/difficulty. The advancer tube was fully exposed and found properly engaged to the proximal tamp lock per mynxgrip instructions for use (IFU). Balloon was fully inflated and pressure was maintained. A product history record (phr) review of lot f1732501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was not confirmed through analysis of the returned device since it was received with the sealant in the manufactured position. The root cause of the issue experienced could not be conclusively determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue, especially since the device returned does not match the complaint reported. According to the mynx IFU, which is not intended as a mitigation, step 3 instructs users to slowly withdraw the balloon catheter ¿through¿ the advancer tube (tamping tube) lumen and then remove the advancer tube from the tissue tract. If proper position of the advancer tube is not maintained during the device withdrawal, this could cause the sealant to be dislodged from the tissue tract. Furthermore, patient factors, thin, female patient, may have also contributed to the reported event. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
Complaint conclusion: it was reported that a 5f mynxgrip vascular closure device (vcd) sealant stuck out of the patient's skin; therefore, the physician removed the sealant. Multiple attempts to obtain additional information were unsuccessful. The product was not returned for analysis. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The mynx IFU, step 3, figure 6, instructs users to slowly withdraw the balloon catheter ¿through¿ the advancer tube (tamping tube) lumen and then remove the advancer tube from the tissue tract. If proper position of the advancer tube is not maintained during the device withdrawal, this could cause the sealant to be dislodged from the tissue tract. Furthermore, patient factors, thin, female patient, may have also contributed to the reported event. Without a lot number to conduct a product history record review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.